Event description:
It was reported that "plastic from the seal dislodged into the pt."

Manufacturer narrative:
As soon as I receive the engineer's investigation report, I will file a supplemental report.